Event description:
Add'l info rec'd from MFR 3/1/00: report does not provide any info which would permit an investigation in order to determine whether or not the event is reportable under the medical device report regulation. There is no pt name, no surgeon name, no device lot number and no location of surgery. There is insufficient info to reasonably suggest that this device caused or contributed to the alleged event. Therefore, no medical device report will be filed and this complaint will be closed. Please be advised, there has never been a confirmed foreign body reaction to MFR's device.

Event description:
Failed bilateral christensen total tmj devices. Polymethylmethacrylate heads worn, soft tissue reactions bilaterally. Screws loose in ramus components. Pt complains of severe pain and swelling. Devices implanted 1997. Pt requested devices be sent to dr for eval.